Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model irc1705, serial number/date code (B)(4) is approximately 9 months old. The user manual part number 1148073 rev b (dec-08) was issued with this device. The user manual is also found on-line at (B)(4).it is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer alleges that sparks & smoke came from the unit when first used. No injury sis alleged.

Event description:
Dealer alleges that sparks and smoke came from the unit when first used. No injury sis alleged.

Manufacturer narrative:
(B)(4) issued mfg. Report #3004493922-2011-00037. Device model #irc1705, serial # (B)(4) was returned for an evaluation. Product was approximately 7 months old at the time of the incident. No discrepancies were observed during functional testing. Temperature testing results were within specification at multiple points on the product. Additionally, no internal damage or evidence of smoke or sparks were observed internally or externally. The complaint could not be replicated and no evidence of abnormality could be found during product evaluation and testing. (B)(4) has been initiated for this issue. Model irc1705, serial number/date code (B)(4) is approximately 9 months old. The user manual part number 1148073 rev b (dec-08) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.